Event description:
It was reported that a solution administration set would not flow due to ¿sealed tubing.¿ this occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary - although the kink was identified, the reported no flow condition could not be confirmed as it could not be determined whether the kink completely sealed/blocked the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation of the device could not be conducted. However, a picture of the device was provided. Photographic inspection observed a kink was directly beneath the chamber. Due to the fact that the sample was not received, further testing to check for the reported blockage couldn¿t be performed and hence the exact root cause remained unidentified. Should additional relevant information become available, a supplemental report will be submitted.